Event description:
It is reported that the attachment failed to drill its proper target through the nail, resulting in additional incorrect holes in the bone.

Manufacturer narrative:
Evaluation codes - results/conclusions - a standard ant femoral target guide handle was returned from the field because when coupled with the appropriate targeting module, it failed to provide the proper trajectory through the nail, resulting in missing the hole in the nail. The returned device was dimensionally analyzed and found that the positions of some of the holes did not meet print specifications. Corrective action was initiated with the supplier who manufactured the device. The device had a potential field age of approx one month at the time of the complaint.